Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed all relevant testing. Vibration test on receiver was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.